Event description:
It was reported that during a procedure of the moderately tortuous, concentric, moderately calcified, de novo, 90% stenosed, proximal circumflex artery with a lesion length of 23 mm and vessel diameter of 2.5 mm, the 2.5 x 23 mm xience alpine stent delivery system (sds) was advanced to the lesion but failed to cross due to the anatomy. During removal of the sds slight resistance was noted with the guide catheter. Outside the anatomy a proximal stent strut was noted to be flared. There was no reported adverse patient effect. A second sds was used in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove using a guiding catheter was unable to be confirmed due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.